Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer blood glucose level was 400 mg/dl. The customer treated with manual injection for high blood glucose level. The customer also mentioned other blood glucose value such as 260 mg/dl. The customer reported that the insulin pump screen was blank. Customer stated that the contacts on the battery cap were not missing or damaged, battery compartment was neither damaged nor corroded, the spring was neither damaged nor corroded. The customer was advised to insert new battery but the insulin pump display did not return. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.